Event description:
Clinical information: crd_1056 - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted in a patient. On (B)(6) 2023, it was noted that the patient had complaints of shortness of breath. An echocardiogram was performed and revealed a moderate to large, flowing pericardial effusion. The decision was made to perform a pericardiocentesis and 500 ml of fluid was removed. Additionally, a pericardial drain was left in place for 24 hours. Subsequent to the previously filed report, additional information was received that the pericardial effusion did not lead to cardiac tamponade. The pericardial effusion was circumferential to the heart. The patient had remained hemodynamically stable throughout the implant procedure and there was no clinical significant delay in procedure reported. It was noted after implant of the 22mm amplatzer amulet left atrial appendage occluder the patient was prescribed a regimen of 81 mg aspirin and 75 mg plavix. Post-pericardiocentesis they patient remained on the same medications and dosage. The patient was stable and discharged at the time of report. The cause of pericardial effusion is attributed to a mechanical fall that the patient endured. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event of a dyspnea and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No information was received to indicate that the patient¿s monitored activated clotting time was abnormal. There was no information provided for difficulty accessing the left atrial appendage or difficulty positioning the device reported. Information from the field indicated that the patient had complaints of shortness of breath. An echocardiogram was performed and revealed a moderate to large, flowing pericardial effusion. The decision was made to perform a pericardiocentesis and 500 ml of fluid was removed. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1056 - advance laa, patient site ID: (B)(4). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted in a patient. On (B)(6) 2023, it was noted that the patient had complaints of shortness of breath. An echocardiogram was performed and revealed a moderate to large, flowing pericardial effusion. The decision was made to perform a pericardiocentesis and 500 ml of fluid was removed. Additionally, a pericardial drain was left in place for 24 hours.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.